Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. Even though the complaint couldn't be confirmed, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A review of the device history record could not be performed because the lot number was not provided. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported an out of box failure, the needle was not staying in a locked procedure. They were having trouble making contract with the lymph node when deployed. There was no patient injury or adverse event reported to olympus.